Manufacturer narrative:
Concomitant medical products: model: ddmc3d4, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited possible loss of capture. The ra lead remains in use. No patient complications have been reported as a result of this event.